Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105, caused by the loose motor gear and severed motor mount screws. The motor assembly was replaced.